Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during storage from an unknown location. This occurred during storage. The infusor fill volume was 92 ml and it was filled with 38ml of fluorouracil and diluted with 54 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured march 12, 2016 ¿ march 14, 2016. The device was received for evaluation. Visual inspection identified fluid in the bag containing the device. A functional leak test was performed and a leak was observed at the solvent-bonded junction of the tubing and the stress-member. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.